Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired. The patient was in hospice at the time and was do-not-resuscitate. The worsening heart failure was determined to not be related to the lv being programmed off. There were no allegations related to device function at the time of patient death.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at max outputs post implant and was programmed off at the pre-discharge check. The patient has heart failure, severe coronary artery disease, and cardiomyopathy and it was noted months later that they were now experiencing fluid retention despite close monitoring and diuretics changes with symptoms of hypotension, fatigue, shortness of breath, and a cough. The patient was hospitalized and given treatment. No additional adverse patient effects were reported.